Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) detected a red alert regarding high pacing impedance values greater than 2000 ohms. There were no adverse patient effects reported.